Manufacturer narrative:
Follow-up # 1 date of submission 8/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 7/07/2016 with the following findings: a review of the pump¿s black box data showed no evidence of pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was cracked. There was no evidence of physical damage on the battery compartment threads. It was also observed that the threads of the returned battery cap were stripped and the battery cap was stuck to the pump. The threads on the returned battery cap were unable to secure to the pump; a test battery cap was used and it was able to secure for testing. The initial complaint about a loss of power was not duplicated during the investigation. Unrelated to the initial complaint, it was observed that the bolus button cover was missing therefore the investigation was unable to test this button.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent and the battery cap was not able to be tighten securely or be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.